Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call no delivery alarm. Customer's blood glucose level was 363 mg/dl. Customer treated their blood glucose levels via manual injection and insulin pump. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm was performed. Customer advised the no delivery alarm occurred during basal delivery. Customer advised the no delivery alarm issue remained unresolved and was a recurring issue. Customer was assisted with performing a fixed prime and insulin did not exit the tubing. Customer was advised to reconnect the infusion set and reservoir after initially disconnecting the products. Customer replaced plunger and manually pushed the plunger until insulin properly exited the tubing. Customer advised greater than normal resistance. Customer was advised to return the infusion set and reservoir for analysis. Customer agreed to return the products for analysis.